Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was 5 to 10 minutes off compared to the customer's personal clocks around the house. The customer successfully adjusted the pump time and there was no impact to the customer's blood glucose level.